Manufacturer narrative:
Device manufacturing date is dependent on lot number, therefore, unavailable. Return requested for ratcheting handle. Replacement ratcheting handle shipped to site (B)(6) 2015. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that, while in a spine procedure, the silver cap of a ratcheting handle had broken off. No further details regarding the damage, or how it occurred or where in the procedure, were provided. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Mfg date now provided.